Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a high blood glucose of 30.0 mmol/l. Customers current blood glucose value was 20.4 mmol/l. Customer also experienced symptoms of high blood glucose such as urination, thirst, unbearable breathing and abdominal pain. Customer treated for high blood glucose with insulin pump and syringe. Customer has been using insulin pump within 48 hours of reported high blood glucose event. Customer also reported under delivery due not getting insulin. Customer performed displacement verification test which passed. Insulin pump will not be returned for analysis.